Manufacturer narrative:
(B)(4). The customer returned one ext dwell catheter for analysis. Visual inspection revealed signs-of-use in the form of biological material on the catheter body. After failing functional testing, the catheter was observed under a microscope. A hole was observed directly adjacent to the juncture hub. The edges of the hole appear straight and smooth. Additionally, the portion of the catheter around the damage appears pinched. This indicates that unintentional user error likely caused or contributed to this event. The catheter length from the juncture hub to the distal tip measured 85mm, which is within the specification limits of 84.86-85.115 per extended dwell catheter product drawing. The catheter outer diameter measured .044", which is within the specification limits of .041-.045" per catheter body product drawing. A lab inventory syringe full of water was attached to the luer hub of the defective ext dwell catheter. The plunger was compressed, and water was observed leaking out of the hole in the catheter body. A DHR review was completed on all relevant components with not relevant findings. The IFU provided with the kit cautions the user, "avoid kinking or obstructing the catheter system during pressure injection to reduce risk of catheter failure." The IFU also warns, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The report of a catheter leaking in use was confirmed through complaint investigation of the returned sample. Visual examination revealed a hole in the catheter body directly adjacent to the juncture hub. The defect appears consistent with damage due to unintentional use error. The catheter body met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. Based on the customer description and the sample returned, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that there is a hole in the catheter at the juncture hub. Saline is coming out of this hole when flushing.

Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# unknown.

Event description:
The customer reports that there is a hole in the catheter at the juncture hub. Saline is coming out of this hole when flushing.